Event description:
Per the clinic, the patient experienced headache. Hardware exchange and reprogramming attempts were made; however, the issue could not be resolved. Subsequently the device was electively explanted on (B)(6) 2025. There are no plans to re-implant the patient with a new device as of the date of this report.